Event description:
It was reported that the patient had previous had the inflatable penile prosthesis removed due to pain from the tubing. A concealable penile prosthesis was implanted but only one cylinder as there was a proximal perforation on the other side. No other information was provided.